Event description:
While manipulating the guide wire during a dialysis graft declot procedure, the physician watched under fluoro as the wire formed a knot. There were no adverse pt effects and the doctor did not need to take any interventional action.